Event description:
The complainant reported that the 30cm peel-away sheath could not be advanced, and a gore dryseal was used instead.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product returned. Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy and met resistance at femoral artery preventing successful delivery of impella. This introducer batch #s9517180 passed all incoming inspection checks.